Event description:
It was reported that the customer experienced high blood glucose levels in the mornings and that the insulin pump also alarmed no delivery. The blood glucose readings varied from 200 to 300 mg/dl but reached as high as 400 mg/dl on one occasion. On the morning of the call, the blood glucose reading was 324 mg/dl. The customer's mother stated that her daughter had two insertion site issues, possibly due to the site becoming loose while she was sleeping, which is when the device alarmed no delivery. The caller stated that the infusion set changes were going fine and that they had been working closely with the nurse for any adjustments on the device. The customer's blood glucose was reported to stay within its normal range throughout the day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.